Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an symptomatic patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After reinterrogating the device, normal function resumed. The patient would be monitored.